Event description:
It was later reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient started leaking ¿all the time¿ about a year ago. At that time, the patient tried increasing stimulation and found that it gave her pain in her rectum. The patient saw her doctor this past march, wherein the doctor informed the patient that there were ¿thousands¿ of program options, and that was all that the patient got out of the visit. The patient had never switched programs before, was on program 2 at 2.8 v, and switched to program 3 at 2.3 v to start. Because the patient did not turn stimulation down before switching programs, the patient was initially shocked when she switched to program 3. The patient¿s aide turned it down to 2.1 v, which the patient noted was comfortable, but felt a ¿twinge¿ in her back after that. The patient inquired what she should do on program 3, and the patient was instructed to contact her physician. It was indicated that the patient could try different programs for different amounts of times to see what each does for her.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v748441, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).